Event description:
It was reported that the user experienced a screen interaction issue where the slide-to-unlock button on the ilet pump was unresponsive, which resolved after the agent guided a pump restart through the ilet app. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no need for medical attention. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device functioned as expected after reboot, indicating a transient user interface responsiveness issue with the display/touch component that was corrected by restarting the system. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-recurring software or user interface anomaly that resolved with a restart.

Manufacturer narrative:
Initial.